Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient stated they could not eat when the cgm was displaying 45 mg/dl. At an unspecified time, the patient had a seizure and passed out. A family member called 911. It was reported that the patient went to the hospital where they regained consciousness and a fingerstick reading was done and it was 21 mg/dl. The patient was treated with IV therapy and juice and released the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.